Manufacturer narrative:
Visual inspection during testing and investigation found that the ac power cord was frayed on the plug side. In addition, exposed wires were noted near the plug of the ac power cord. The probable cause was related to a defective ac power cord.

Event description:
The event involved a device where the plug was burned. There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The event involved a device where the plug was burned. There were no reports of adverse patient events, medical interventions or delays in critical therapies, while the device was in clinical use. No additional information was provided.